Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, impedance, and defibrillation cycling without duplicating the customer's report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.